Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date the device has not been returned yet. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2019 and the mesh was implanted. The patient experienced mesh exposure less than 5 mm with no pain and underwent a partial excision of exposed area on (B)(6) 2020. No further information is available.